Manufacturer narrative:
On april 26, 2021, mentor became aware that patient experienced capsular contracture baker grade iii. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade iii, chest injury. The investigation of the returned device was completed by the failure analysis lab on april 30, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 350cc breast implant, after fell skiing. Additionally. The patient had a lump on her left side and she experienced some pain. Then, additional information was received indicated that the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 350cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 22, 2021, mentor became aware that patient also experienced capsular contracture baker grade unknown post procedure. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade unknown, chest injury. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2021, mentor became aware that patient was replaced with a 375cc mentor memorygel breast implant. On april 9, 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent primary breast augmentation surgery with a 350cc mentor memorygel breast implant experienced left sided rupture and breast pain post procedure. Patient fell while skiing on an unspecified date. As a result, patient has a planned explantation on (B)(6) 2021.